Event description:
Adverse event(s): "pc tear" (capsular bag tear, posterior), "anterior vitrectomy" (vitrectomy). Product problem(s): "vitrector was not aspirating well" (aspiration issue). The facility reported that while finishing a case, the surgeon was using the I/a to remove the remaining viscoelastic when vitreous was noted. While trying to perform an anterior vitrectomy, the vitrector was not aspirating well, but the case was able to be completed without further incidents. The pc tear was due to a case complication unrelated to an alcon product. Additional info has been requested.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The footswitch heal was cleaned, but error still persisted. The footswitch was then replaced and will be sent for in house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).